Event description:
A complaint was received regarding a higher glucose sensor scan while wearing the adc device compared to a built-in meter. On (B)(6) 2022, a sensor scan of 185 mg/dl was compared to an hcp glucose test of 15 mg/dl, when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. The customer could no longer speak and had a loss of consciouness and was provided a glucose infusion by the hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event. A sensor scan of 180 mg/dl compared to a built-in meter glucose test of 15 mg/dl, when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. A sensor scan of 274 mg/dl was compared to a built-in meter glucose test of 120 mg/dl, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.